Manufacturer narrative:
Unable to prime during prime/a33 test due to faulty fsr (gold). Pumppassed the displacement, rewind, basic occlusion and occlusion test. Nomotor error alarm noted. Motor passed motor test. Pump received withcracked display window corner, battery tube threads, reservoir tube,reservoir tube lip, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Medtronic, inc.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.